Manufacturer narrative:
Result of investigation: during the investigation of the returned device, the customers failure description "camera socket issues. Video image is lost when movement is placed on the camera plug" could be confirmed. The camera socket has been found to have corrosion (see image in product inspection section). It is possible that the corroded contacts in the socket have prevented the camera cable plug from making full contact. As a result, a stable connection between the camera head and the control unit could not be established. The functionality of the system was potentially impaired as a result. The corrosion can be rated as usage error. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported camera socket issues. Video image is lost when movement is placed on the camera. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).